Event description:
Per the clinic, the patient experienced an infection around the portion of the implant. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) and hospitalized overnight for administration of IV antibiotics (specific date not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.